Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implant. The reasons for implantation included uterine prolapsed, pelvic relaxation, urinary stress, and incontinence. The patient experienced pain, infection, urinary problems and bleeding. No additional information provided at this time. (B)(6). (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrenty underwent laparoscopically assisted vaginal hysterectomy, anterior repair, and cystoscopy.

Event description:
It was reported that the patient concurrenty underwent laparoscopically assisted vaginal hysterectomy, anterior repair, and cystoscopy.